Event description:
The customer reported bellavista 1000 us giving alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical was unable to verify the exact root cause. After follow up attempts, the customer didn't provide any further details. No logs/ screen shots received, no work order created as well.